Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted eight (8) years, six (6) months, underwent valve-in-valve procedure due to stenosis. Patient presented with shortness of breath, dyspnea on exertion, and fatigue. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure.

Manufacturer narrative:
Added information to b5, b7, h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including chronic kidney disease/dialysis.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted eight (8) years, six (6) months, underwent valve-in-valve procedure due to unknown reasons. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.